Event description:
It was reported the patient¿s device was explanted on (B)(6) 2014. The lead was explanted because part of it was protruding out so the health care provider (hcp) wanted to remove it. Upon removing the lead, it was found there was an unknown infection at the lead/extension connection location. The patient experienced less than 50% therapy relief and impedance testing was performed, but the results were unknown. It was noted the device will be replaced at an unknown later date. No outcome was provided however additional information has been requested and if received a follow-up report will be sent. For concommitant products see regulatory report # 3004209178-2014-17434.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3888-33, lot# va06mg2, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-28, lot# j0204805v, implanted: (B)(6) 2002, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# v828947, implanted: (B)(6) 2014, product type: lead. Product ID: 377845, lot# v005493, implanted: (B)(6) 2006, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).